Event description:
Reference number (B)(4). Event occurred in the united states. Patient reported infusion set tubing was clogged which would not allow insulin to go through it. Patient was instructed to use a new infusion set tubing which worked. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated as a severity 5 case. The lot 6005180 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations. 1 used set received is found product in accordance with specifications. The following test was performed: visual test according to with wi version 18, 1 returned sample passed the test functional test (flow). According to with 4802122 version 9, 1 returned sample passed the test. Batch review: the lot 6005180 was manufactured according to the document version 14 on the packing process in the line inset 9, on 30/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date, additional patient or event details were received which have been added in h11.